Event description:
Pacemaker failure occurred as a result of an erosion of wire insulation between probes in a bipolar pacemaker lead. The event led to the failure of the lead to activate the pacing function thus requiring hospitalization with external pacing and ultimate replacement of pacing wire.